Manufacturer narrative:
The lead has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this patient presented to the emergency department (ed) due to a feeling of a slow pulse sixteen days after initial implant of a pacemaker system. The patients pulse was approximately 30 beats per minute in the ed. Additional follow-up was performed in the presence of the physician and the medical engineer. Right ventricular (rv) loss of capture was confirmed on the intracardiac electrocardiogram and the rv lead threshold showed an increase from 0.5 volts to 4 volts. In addition, the rv pace impedance decreased from approximately 800 ohms to approximately 400 ohms. A subsequent follow-up was performed again two days later. The threshold increase and loss of capture were confirmed but it was noted that there was no significant change in the rv lead position as observed on a chest x-ray. In response, this rv lead was explanted and replaced with another lead of the same model number. No additional adverse patient effects were reported.

Event description:
It was reported that this patient presented to the emergency department (ed) due to a feeling of a slow pulse sixteen days after initial implant of a pacemaker system. The patients pulse was approximately 30 beats per minute in the ed. Additional follow-up was performed in the presence of the physician and the medical engineer. Right ventricular (rv) loss of capture was confirmed on the intracardiac electrocardiogram and the rv lead threshold showed an increase from 0.5 volts to 4 volts. In addition, the rv pace impedance decreased from approximately 800 ohms to approximately 400 ohms. A subsequent follow-up was performed again two days later. The threshold increase and loss of capture were confirmed but it was noted that there was no significant change in the rv lead position as observed on a chest x-ray. In response, this rv lead was explanted and replaced with another lead of the same model number. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead has been returned for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.